Manufacturer narrative:
Field service engineer (fse) was dispatched and found the chemistry cartridge (cc) sample vacuum valve not evacuating wash collar during priming. The fse also found the cc sample syringe drive squeaking. The fse replaced the specified hardware, primed, recalibrated the modular chemistry (mc) side, and ran qc.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that while removing the reaction carousel fluid was found coming from the chemistry cartridge (cc) sample probe. No injury was reported.